Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the anchors (ar-3638-1, lot 11634097) didn`t shuttle the sutures. The anchors were over drilled and a pushlock has been set. There was no harm or adverse event for patient, operator or third party reported. The shoulder stabi. Surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Update 17-feb-2021: it was confirmed that 2, 9 pushlock anchors were used after the fibertak anchors were over drilled.